Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had multiple pump error alarm . The patient¿s blood glucose level was 78 mg/dl at the time of the incident. The insulin pump did not perform self test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures confirmed in insulin pump history with variable (003) due to broken trace at pin 1 on keypad assembly. Software error detected found in the insulin pump history. Problem isolated to electronic assemblies.